Event description:
Note: the date of the event is unknown. It was reported to MFR on april 20, 2007, that forty-eight hours after the placement of a wallflex enteral colonic stent in a male patient, "the stent did not open". The patient was taken to surgery and the physician performed a "hartman procedure". Several attempts have been made to obtain the patient's status to no avail.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history did not reveal any upn/batch number combination shipped to the particular customer address; therefore, a device history record review could not be performed. The march 2007 15-month wallflex enteral stent complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and the current data point did not exceed the complaint alert limit.